Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 9.0 mmol/l and hi (result > 33.3 mmol/l). Based upon the result of hi at 17:34, customer took 20 units of novorapid insulin. At 21:30 she had a seizure and was in and out of consciousness. She was admitted to the hospital. In the hospital the nurse measured on their meter 3.1mmol/l and then checked against the patient#s meter, which read "hi". (Time between results not reported.) At 23:46 the patient#s meter value was 16.7 mmol/l and the hospital meter value was 4.7 mmol/l (measurements done at the same time, same drop of blood). Customer was released from the hospital the following day. Customer's current condition is "normal." The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.